Event description:
It was reported by the customer that (1) mcm20 and (3) mcl20 clip appliers were used in an abdominal hysterectomy. It was reported that clips in each of the appliers were "twisting" and not closing at the ends. A reusable clip applier was used to complete the procedure. There was no consequence to the pt.